Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Visual analysis of the returned device identified an opening, wear abrasion, and crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified smooth crease opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on posterior due to a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.